Event description:
A customer contacted baxter (B)(4) to report that a tina single pump hemodialysis machine had a water leak. It is unknown at this time if the leak occurred during patient use. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
The customer reported to baxter (B)(4) of a clearlink microbore extension set that gets stuck due to the "stickiness" of tpn that was infusing. When the nurse attempts to disconnect, it is difficult and often cracks. The customer stated that the product will crack on the "male" end as well as on the collar around it. The condition occurred during patient use but there was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation/on site servicing has not yet been completed. A follow-up report will be submitted when additional information is obtained.

Manufacturer narrative:
(B)(4). The actual device was evaluated and the reported condition of the water leak of the unit was confirmed. The root cause of the reported condition was determined to a leak in the flow equalizer. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. The flow equalizer was replaced to fix the reported condition. The device was tested as per baxter operating procedures and protocols and passed all testing. There was no patient injury or medical intervention associated with this complaint.